Manufacturer narrative:
The axium prime coil was returned for evaluation. The axium prime coil was found to be inside of a microcatheter. The axium prime pushwire was found to be extending out from the distal end of the microcatheter¿s distal tip for the length of approximately 33.0cm. The proximal end of the pushwire was found to be within the microcatheter hub. There was an appearance of dried blood within the microcatheter hub. The microcatheter body was found to be bent near the distal end. The axium prime pushwire was found to be stuck within the microcatheter. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be damaged, and the implant coil was found to be detached and missing. It appeared that the implant coil had broken from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the implant coil stretched due to pulling back on the pushwire while the implant coil was wrapped around (stuck to) a previously implanted coil. Based on the device analysis and on the event description, the report of ¿coil stretches¿ could not be confirmed. The axium prime pushwire was returned with the implant coil already detached and missing. It is possible that the implant coil stretched due to pulling back on the pushwire while the implant coil was wrapped around (stuck to) a previously implanted coil; however, the reason the axium prime implant coil attached to the previously implanted coil could not be determined. It is possible that the implant coil detached from the coil shell at the coil shell weld after the event, or during return for evaluation as the user did not report detachment of the implant coil from the pushwire at the time of the event. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿advance the axium prime detachable coil under fluoroscopy and position carefully at the desired site. If coil placement is unsatisfactory, slowly withdraw by pulling on the implant pusher, then slowly advance again to reposition the coil.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the stretched coil was fully removed from the patient without troubleshooting. The physician did not notice the detachment of the implant coil from the pushwire,and the coil detached from the pushwire outside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the stretched coil was fully removed from the patient without troubleshooting. The physician did not notice the detachment of the implant coil from the pushwire,and the coil detached from the pushwire outside the patient.

Manufacturer narrative:
The axium prime coil was returned for evaluation. The axium prime coil was found to be inside of a microcatheter. The axium prime pushwire was found to be extending out from the distal end of the microcatheter¿s distal tip for the length of approximately 33.0cm. The proximal end of the pushwire was found to be within the microcatheter hub. There was an appearance of dried blood within the microcatheter hub. The microcatheter body was found to be bent near the distal end. The axium prime pushwire was found to be stuck within the microcatheter. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be damaged, and the implant coil was found to be detached and missing. It appeared that the implant coil had broken from the coil shell at the coil shell weld. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the implant coil stretched due to pulling back on the pushwire while the implant coil was wrapped around (stuck to) a previously implanted coil. A supplemental report will be submitted when the investigation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the proximal segment of the implant coil was stretched as the physician detached the coil during an aneurysm embolization procedure. The physician was attempting to reposition the implant coil and it wrapped around another coil out of the coil mass and stretched. Both coils were captured in the echelon and removed. The implant coil was not used, and it was removed from the patient. A continuous flush was maintained. No patient injury was reported because of the procedure. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 8mm located in the middle artery. The patient¿s vasculature was moderate in tortuosity. There was no friction during testing or delivery of the coil. The microcatheter was flushed and the coil was hydrated as indicated in the instructions for use.